Event description:
The customer reported low bgs. It was informed that the paramedics treated the customer at home. The customer indicated that they are on a new diet with increased activity and has lost a lot of weight. The doctor feels that there could be many factors contributing to low bgs at the present time. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. Explained to the customer that the pump is operating as designed and does not need to be replaced.